Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Customer service provided instructions on how to reset the pump, which resolved the issue, allowing the customer to continue using the pump. Customer was advised to call back if the malfunction code recurs, and caller acknowledged and understood these instructions.